Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported that there was a large air bubble in her insulin cartridge that she was not able to prime out. The insulin cartridge had been in use for 2 days. The pt was assisted with changing her insulin cartridge and reconnecting to her infusion site. She reported that her blood glucose was elevated to 308 mg/dl and she bolused 5 units of insulin. Her normal blood glucose range is 100-130 mg/dl. Upon follow-up on the following month, the pt stated that her blood glucose had returned to normal and she had no further issues with air bubbles. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.